Event description:
The report co received stated that the delivery balloon of the endovascular stent with delivery system ruptured at 1-2 atmospheres of pressure, and another balloon was utilzed to deploy the stent at the target lesion site. No further complications are reported.